Manufacturer narrative:
Other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. The visual inspection found removed tamper seals, a scratched lcd lens, and a bubbled dso seal. A review of the event history log found system fault 46,822 and a "pump settings and patient data lost" error. During the functional testing, error 46822 and a "low battery" alarm were able to be duplicated. The cause of the errors was found to be a malfunctioning main board. The main board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming error code 46822 and it was constant alarming low battery. No patient injury reported.